Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy at the l5 lead and the l4 lead. Diagnostics revealed high impedances on the l5 lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue. During lead revision, the s1 lead was also pulled out. As a result, the s1 lead was replaced to address the issue.